Event description:
"The manufacturer received information alleging patient stated that nose and sinuses are stuffed and draining, itchy nose, cough with mucus production, patient is woken up at night feeling like she is choking on mucus. Medical intervention was required by the patient. The patient was seen by pcp and was prescribed two different allergy medicines. "Patient also stated that her filters are turning black and getting dirty very quickly. Patient stated that filters are not philips brand, they are provided to her through the dme company. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto bipap that the patient alleging nose and sinuses are stuffed and draining, itchy nose, cough with mucus production, patient is woken up at night feeling like she is choking on mucus. Medical intervention was required by the patient. The patient was seen by pcp and was prescribed two different allergy medicines. "Patient also stated that her filters are turning black and getting dirty very quickly. Patient stated that filters are not philips brand, they are provided to her through the dme company. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. There was five error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.